Event description:
Follow up information identified the patient underwent surgical intervention to make the ipg pocket deeper.

Event description:
It was reported the patient suffered a fall and her ipg is protruding from her side and the ipg site is painful. Surgical intervention is pending to address this issue. Date of event is unknown.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.